Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer and flow transducer tests during pre-use check. During troubleshooting on-site, the service engineer found that both pressure transducer printed circuit boards (pcb) and the expiratory channel pcb needed replacement. The ventilator was returned to the customer and cleared for clinical use after passed functional tests. Device logs were not available. Replaced parts have not been returned for further investigation despite requests. The failed pressure transducer test may indicate a problem with the pressure transducers that could lead to high pressure. Alarms will be generated. The conclusion is that the replaced pressure transducers and the expiratory channel pcb were defective. As no faulty part was returned and no device logs were received, the root cause could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #:(B)(4).